Event description:
The customer reported that the system's collimator would not open preventing the system from displaying visible fluoroscopic exposures. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hv (high voltage) cable and ffb pcb assembly were both evaluated and replaced. The collimator was successfully calibrated. The system was tested and found to be working as intended and returned to service.